Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient subsequently died. The cause of death was endocarditis, non-sudden cardiac death. Therapies were programmed off and remain in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and suspected pulmonary embolism shown on the invasive imaging positron emission tomography ¿ computed tomography (pet/CT) scan. It was noted that the echocardiogram showed vegetation. Blood cultures were taken and the organism was identified as positive staphylococcus aureus. The patient is experiencing a fever with no other symptoms. Medication was administered and the cardiac resynchronization therapy defibrillator (crt-d) system remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.